Event description:
It was reported that during advancement of a 15mmx3.50mm wolverine cutting balloon for treatment of the right coronary artery (rca), the shaft broke. The device was completely removed from the patient. The physician noted the break was potentially cause by "bad calcification". No patient complications were reported and the patient was noted to be okay.